Event description:
It was reported that there was concern for premature battery depletion. The cardiac resynchronization therapy pacemaker (crt-p) had a battery longevity of one year back in august 2021. The physician elected to wait for device replacement as the patient had a slow escape rhythm. The crt-p was recently replaced without complication and returned to boston scientific for analysis, which is in-progress. No additional adverse patient effects were reported.

Event description:
It was reported that there was concern for premature battery depletion. The cardiac resynchronization therapy pacemaker (crt-p) had a battery longevity of one year back in (B)(6) 2021. The physician elected to wait for device replacement as the patient had a slow escape rhythm. The crt-p was recently replaced without complication and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings; however, it was observed that power consumption rose over the past year, coincident with a decrease in the left ventricular impedance measurement. A series of electrical tests was also performed, and again, normal device function was observed.